Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture" and "capsular contracture baker grade unknown". Patient also reported "ductal cysts" considered not device related. This record is for the left side. The device remains implanted.

Event description:
Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g2, h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.